Event description:
It was reported that the tips/jaws of the instrument were broken. Although the instruments were used intraoperatively, no pt complications were reported.

Manufacturer narrative:
(B) (4). Device was returned to the MFR for eval. Visual examination shows that pivot pin is missing and lower arm cracked below the pivot pin. The location, direction, and amount of force required in order to induce fracture and/or breakage of the shaft is consistent with application of excessive force, resulting in the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specs.